Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patients lead had high impedances, patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, x-ray inspection of the returned stim end segment found some wires broken at distal electrode.